Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the moment the surgeon opened the package the surgeon discovered the haptic was detached. The event happened before the implantation. In follow-up, it was reported that the haptic was detached from the optic; the haptic was not missing. Reportedly, there was no patient contact and no patient injury.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample revealed that one of the haptic was broken. Surface residuals (particles, fibers and ovd residues) were observed on lenses which indicate that the unit was handled and prepared for surgical use. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the reported complaint. The units were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.